Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose level of 49 mg/dl and was corrected. Tandem technical support assisted the customer with reviewing the basal setting. The customer contacted the health care provider and the basal setting was changed from 0.7 to 0.6.